Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer booted up to an error. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. The system fan was noisy, the keyboard was missing a screw (one screw found inside the programmer), and the printer clicked. Concomitant medical products: product ID: 2290 analyzer. (B)(4).

Event description:
It was reported that after attempting a software update, the programmer screen would not complete the update and ended on a blank screen with a number in the upper left hand corner. It was noted that this was a hard drive error. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.